Event description:
It was reported that a 36-year old caucasian female patient, as part of a clinical study, underwent primary breast augmentation with two 300cc mentor memorygel breast implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade iii). The breasts had pain, burning and were radiating when the patient was asleep. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. During the surgery, the implants were discovered to be ruptured. Subsequently, the implants were replaced with the following devices: (left): 370cc mentor memorygel boost breast implant, catalog: shpb370, lot: 9764796, sn: (B)(4) and (right): 370cc mentor memorygel boost breast implant, catalog: shpb370, lot: 9753368, sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 23, 2023, mentor received additional information indicating that the patient was only diagnosed with left breast implant rupture. Additional information received on (B)(6)2023, indicated that during the removal surgery, the right breast implant was indeed identified to be intact.

Manufacturer narrative:
On february 16, 2023, an analysis of the suspect medical device's photo was completed: investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with wrinkles. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.